Event description:
It was reported that pump malfunction code occurred after customer used pump in hot conditions. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and did not require assistance from a third-party. Technical support guided customer through pump reset, which did not resolve issue. The customer reverted to an alternate method of insulin therapy.